Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: cd3257-40q ICD implanted (B)(6) 2013; 6935m62 lead implanted (B)(6) 2013; 2088tc52 lead implanted (B)(6) 2011; 1156t-86 lead implanted (B)(6) 2011. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4) mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4) mfg date: 2017-10-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2019-01-31 UDI #:(B)(4) mfg date: 2018-01-25 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited power switching and beeps despite having greater than twenty-five percent charge capacity. It was also reported that two of the batteries exhibited critical battery alarms despite having greater than twenty-five percent charge capacity and were proven to provide power to the controller. Lubrication servicing was done for all power sources. The four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four (4) batteries were not returned for evaluation. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving two batteries (bat322422, bat587152) and premature power switching events due to communication error involving bat594794. Additionally, several momentary disconnections which did not lead to power switching were logged involving bat594794 and bat587152. Momentary disconnection will result in an audible tone or ¿beep¿. As a result, the reported premature power switching and ¿beeps¿ event was confirmed. Analysis of the alarm log file revealed fourteen (14) critical battery alarms due to communication errors involving bat587152 and four (4) critical battery alarms due to communication errors involving bat594794. As a result, the reported critical battery alarm event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeps" are most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the critical battery alarm event can be attributed to communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery bat322422, battery bat587152, 4307 battery bat594794. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: five (5) batteries (bat321713, bat322422, bat587152, bat594794, bat586930) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat322422, bat587152, bat594794, and bat586930 as well as several premature power switching events due to communication errors involving bat594794 and bat321713. Several momentary disconnections which did not lead to power switching were also logged involving bat322422, bat587152, bat594794, bat321713, and bat586930. Momentary disconnection will result in an audible tone or ¿beep¿. In addition, data log files revealed multiple instances involving bat587152, bat594794, bat321713, and bat586930 where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving bat587152 and bat594794. As a result, the reported events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeps" is most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650de / catalog#: 1650de / expiration date: 31-oct-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: yes; h4: mfg date: 31-oct-2017; h5: no; h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that another battery had a communication error. The battery remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.